Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient after controller switch for sw upgrade had a "no power alarm". Controller was replaced by and it was stated that there were no effects on the patient. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
The reported event was confirmed. The received controller passed external visual inspection and failed functional testing. The "no power" alarm remained silent when both power sources were disconnected from the controller. The internal (nimh) battery was not being charged because pins 14, 15 and 16 had a cracked soldered connection between the pcb pads and u20(ic charger). Once corrected, the internal battery was able to charge and sound the "no power" alarm when prompted. The root cause was confirmed to be a defective solder joint on the controller printed circuit board.